Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump slipped out of the customers clothing and hit a table. When the customer picked up the pump, a malfunction alarm was noted. There was no impact to the customer's blood glucose (bg) level. Customer reported bg levels remained in target at time of event. It was confirmed that the customer had alternate insulin therapy available.